Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was leakage from the backside of the cassette due to the loose rubber during calibration. The procedure details were unknown. There was no reported information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The returned product was visually inspected. The elastomer was misaligned and lifted on the pump inlet/outlet ports on the pinch plate. The observed defect most likely resulted in customers complaint. The elastomer was repositioned correctly onto the cassette. The product could prime and tune with the ultrasonic hand piece successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint was the alignment of the elastomer on the pinch plate. Based on analysis of the product, the elastomer was not seated properly on the pinch plate during the manufacturing in the assembly process. Action will not be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).